Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported "effusion in the prosthetic capsule of both breasts" and capsular contracture baker grade iii. Device remains implanted. This record is for unknown side.

Event description:
Healthcare professional reported left side "effusion in the prosthetic capsule" and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6. Clarification to d6a: implant date: (B)(6) 2016.

Event description:
Healthcare professional reported left side "effusion in the prosthetic capsule" and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.